Event description:
Per the audiologist, the patient reportedly has not worn the external processor for over a year. The patient reports "everything stopped working.¿ new external equipment was tried and did not alleviate the issue. The results of an integrity test in 2009 indicates receiver stimulator failure. A CT scan was completed one week prior suggests the electrode array is not in the cochlea.explant and reimplantation is planned but had not taken place at the time of this report may 19, 2009.